Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2; -9.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens had tore during injection/delivery into the eye and intraoperatively the lens was removed. There was patient contact with no injury. On (B)(6) 2021 a replacement lens of the same length was implanted and this resolved the problem.